Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for chronic low back pain. It was reported the consumer had several falls which they thought ¿jiggled stuff around¿ causing them to have a terrible back problem. Due to this reprogramming was performed twice. The first-time reprogramming was performed to adjust stimulation on the consumer¿s left side and the second visit was to turn stimulation off on one side (the rep. Couldn¿t recall which side). After reprogramming was performed the consumer was satisfied and now it was ¿quite good.¿ no further complications were anticipated.